Manufacturer narrative:
Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plastic is deformed and could not be used. No patient involvement. Additional information received via customer response email 16-aug-2022: affected qty 5 total (3 discarded, 2 saved).

Manufacturer narrative:
Other text: two (2) devices and three (3) photos were submitted; the photos show physical abnormalities. Inspection of the samples found the hard plastic portion of the mask was deformed, visually consistent with having been exposed to a compression force while still soft. The complaint was confirmed. The root cause is a faulty supplier item; the device history record is with the supplier. The devices were sent to the supplier for further investigation. An internal supplier corrective action/response was generated.